Manufacturer narrative:
Date sent to the FDA: 12/16/2020. Additional information: a2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent partial removal on (B)(6) 2017. It was reported that the patient underwent revision of the partially removed mesh on (B)(6) 2018. It was reported the patient experienced severe pain, adhesions to bowel, difficulty using restroom and inflammation. No additional information is provided.